Manufacturer narrative:
The product was returned for analysis which has not yet been completed. Additional details of the procedure have also been requested and will be submitted within 30 days upon receipt.

Event description:
After inserting the cypher in pt, they noticed it would not inflate due to some type of problem with the hub. A new endoflater was used and the problem persisted. The stent was removed from the pt. The procedure was attempted again using a different cypher stent and there was no problem.